Event description:
The consumer reported receiving 3rd degree burns from the heating pad. She stated this is the second time she has received burns from the heating pad. Burns of the nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.